Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00529. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Patient (B)(4) - dyspareunia. The patient underwent a repair of vaginal vault, repair of para vaginal defect, repair of enterocele and rectocele concurrently with mesh implantation. It was reported that patient experienced (approximately (B)(6) 2007) vaginal pain, dyspareunia with erosions of mesh.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, urinary problems, organ perforation, and fistulae. (B)(4).

Manufacturer narrative:
(B)(4).